Event description:
While at the beach the patient got sand in their left eye while wearing an acuvue lens and developed a corneal abrasion. The report states that the patient then developed an anterior segment reaction with cells and flare secondary to the corneal abrasion. The patient was seen in the office of the clinical investigator in 01/02 and was treated with ciloxan and homatropine. The patient's visual acuity was 20/20 before and after this injury and 20/20 when diagnosed. Vistakon's consulting ophthalmologist was contacted regarding this issue. They believe this patient developed a traumatic iritis secondary to a corneal abrasion, caused by a sand, foreign body. The patient's injury resolved on 2 weeks later.